Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for implant using a small flexnav delivery system. During procedure, the patient was under local anesthesia and a pre-implantation balloon-aortic valvuloplasty (pre-bav) was performed and there were no hemodynamic issues. When the valve deployed 80%, st elevation was observed and coronary occlusion was suspected. The delivery was removed and angiography of the right coronary artery (rca) and left main coronary artery (lca) was performed, and although thrombus, plaque, and air embolism were considered, intravascular ultrasound (ivus) confirmed no abnormalities. The patient's hemodynamics was stabilized with medication. A new 25mm navitor vison valve and small flexnav delivery system were chosen but, st elevation was observed again at 80% deployment. Angiography confirmed coronary flow, but st did not decrease, so the device was removed, st gradually decreased after removal. It was determined that valve placement was essential, so the device was changed to a non-abbott valve and it got placed. St elevation occurred after the placement, but the cause was unknown, so it was controlled with medication. The patient was reported stable and there was no adverse patient effect.

Manufacturer narrative:
The device was not returned for analysis. An event of non specific EKG/ECG changes was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported non specific EKG/ECG changes could not be conclusively determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.